Manufacturer narrative:
Upon return analysis found no significant anomaly. The implantable neurostimulator (ins) battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant product(s): product ID: 3982, serial# (B)(4), implanted: (B)(6) 1994, product type: lead. Product ID: 3550-29, lot# n424210, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer's representative (rep) reported there was an intermittent loss of stimulation as the patient said the stimulation was turning on and off. Impedances were checked and contacts 1, 2, and 3 were all greater than 10000 ohms. This issue started the weekend prior to the report. There were no traumas or falls reported that could have been related to the issue. The rep was going to discuss with the doctor that the lead would probably need to be replaced and the patient was going to see the neurosurgeon for a consult. No cause was known regarding the high impedance. Relevant medical history included non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was premature battery depletion. The clinical diagnosis was increased pain.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
No additional information. When analysis is complete, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.